Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was yesterday the patient(pt) felt like they got an electrical shot, it felt like a lightning bolt hit their chest and it was sore. The patient was redirected to their healthcare provider to further address the issue. During call when asked if pt had any falls the patient mentioned that in june they hit their back where the stimulator was. Later the patient slid off the side of the bed because they got too close to the edge and they might have hit the bed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they spoke with a rep/technical support and they said it is ok as not [illegible], and the patient was satisfied with their response, and the issue has been resolved. Weight was reported.